Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 19-feb-2025 section g3 - date received by manufacturer: 26-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced with viscoelastic residue was observed to be distributed through the length of the cartridge. No issues were identified with the cartridge. The exterior of the device was inspected, and no foreign material was identified. The lens module was inspected and presented with no damage; however, some viscoelastic residue was identified. No foreign material was identified in the lens module. The device assembly was inspected and presented with no issues; however viscoelastic residue was identified below the lens module. The plunger rod was inspected and presented with no issues. The interior of the cartridge was visually inspected, and no damage or foreign material was identified. No lens was received for evaluation. Photographs were provided by the customer for evaluation. The photographs showed an eye implanted with a lens and foreign material could be observed. Due to image quality no further evaluation was performed. The complaint issue "foreign material-loose" was identified during photograph evaluation; however, no foreign material was identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of the preloaded monofocal intraocular lens (iol), a small piece of plastic was also introduced in the patient's eye. Since the material was plastic and could not be aspirated, removal was necessary using specialized forceps. Customer provided that as the device was a preloaded lens, they had only added balanced salt solution (bss) and viscoelastic prior to use. The iol remains implanted. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.